Event description:
During a ventricular tachycardia (vt) procedure in left ventricle, blood was noted inside the thorax and the patient expired. During the procedure, the patient became hypotensive and an ultrasound examination of the heart revealed blood inside the thorax. After ablation in the septal left ventricular region, a decrease of the patient¿s blood pressure was noticed. A first ultrasound examination showed no pericardial puncture. As the patient became pulseless, CPR was started, and the hospital emergency team was alarmed. Upon arrival, a second ultrasound examination of the thorax was done, showing free fluid/blood in the thorax. A chest drain was placed, and a large amount of blood was drained. Blood bags were infused into the patient. The patient was then brought to the operating room in critical condition and expired. The further course remains unclear. There were no reported malfunctions with any abbott devices. The cause for the bleeding into the patient¿s thorax remains unclear. The electrophysiologist said, it is possible that one of the catheters was accidentally steered into the left ventricular outflow tract (lvot), above the aortic valve, puncturing the aorta.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not performed as the lot number is unknown. Based on the information received, the cause of the reported blood inside the thorax and patient death remains unknown.